Event description:
Adverse event: restenosis requiring medical intervention. Onset of adverse event: post procedure. Device issue: none. It was reported that the patient was treated with an unspecified drug eluting balloon for stenosis in the right coronary artery (rca) on an unspecified date. On (B)(6) 2009, the patient was treated again for stenosis in the rca with a xience v stent. On (B)(6) 2010. Balloon angioplasty of the xience v stent was performed for treatment of in-stent restenosis. There was no reported adverse patient sequela. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). Restenosis is a known adverse patient event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It should be noted that the xience v IFU states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length less than or equal to 28 mm) with a reference vessel diameter of 2.5 mm - 4.0 mm. It cannot be determined whether the IFU deviation contributed to the reported patient effects.